Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during therapy in the general surgery unit. There was 10 to 25ml of fluid remaining in a 100ml cefazolin bag that was infused at 200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.